Manufacturer narrative:
Reported event: an event regarding abnormal ion levels / altr and excessive fretting debris / necrosis involving an unknown implant head was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant confirmed that "a revision surgery was performed for reported taper corrosion, elevated metal levels and resultant altr" and indicated "the root cause for the revision would be taper corrosion and resultant altr. This may be related to an lfit head-trunnion issue." -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the excessive metal ions / excessive fretting debris and resultant altr / necrosis could not be determined because insufficient information was provided. A clinician review of the provided medical records confirmed the failure mode of the device, stating the following: "confirmation: a revision surgery was performed for reported taper corrosion, elevated metal levels and resultant altr. Root cause: the root cause for the revision would be taper corrosion and resultant altr. This may be related to an lfit head-trunnion issue." Additional information such as photographs or return of the device is needed to fully investigate the root cause of the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported, "on (B)(6) 2015, my mother, underwent an uncemented left total hip arthroplasty procedure at the wisconsin heart hospital campus. This was performed to treat left hip osteoarthritis. During the procedure, dr. Utilized a stryker component. The components used were the stryker trident acetabular shell size 52, 6.5 mm cancellous screw x1, 52 mm inner diameter polyethylene liner, accolade ii stem size 4, 127 degrees neck angle, with a 36 mm cobalt chrome head, -5 mm neck length. My mother tolerated the surgery well and there were no apparent complications at this time. [...] Over time, the pain continued to worsen to the point that it made it almost impossible for my mother to walk. [...] On (B)(6) 2018, laboratory results showed elevated serum chromium (0.9 ng/ml) and serum cobalt (2.7 ng/ml). Unfortunately, my mother was unable to have the hip replacement performed at this time due to the knee replacement surgery. So, it was decided that her levels would be checked again in the future and another hip replacement could be performed after she recovered from her knee replacement. On (B)(6) 2019, laboratory results showed that the levels of both serum chromium and serum cobalt had increased to 1.1 ng/ml and 3.3 ng/ml, respectively. [...] On (B)(6) 2019, my mother underwent a revision left total hip arthroplasty modular femoral head and acetabular liner procedure at mayo clinic in rochester, mn. The pre-operative diagnosis was taper corrosion left total hip arthroplasty with adverse local tissue reaction. Dr. Performed the surgery and noted that there was significant damage to the posterior soft tissues and surrounding bursa. There appeared to be some notable necrosis of tissue at the posterior abductor muscle insertion, however this was a very small area overall in terms of muscle damage. The bony tissue appeared to be healthy. The fluid within the joint was consistent with taper corrosion and subsequent adverse local tissue reaction. [...] Also, we live in west michigan and are proponents of stryker. So, I am looking to work with your team to come to an agreement regarding appropriate compensation regarding my mother¿s situation and the failure of her stryker hip replacement." Update: it was reported by patient's daughter that on (B)(6) 2015 the patient underwent a left total hip arthroplasty and gradually started to experience increased pain in her left hip. It is alleged that on (B)(6) 2019 laboratory test results showed that the levels of both serum chromium and serum cobalt had increased to 1.1 ng/ml and 3.3 ng/ml respectively. It is further alleged that on (B)(6) 2019 she underwent a left hip revision with a preoperative diagnosis of taper corrosion with adverse local tissue reaction. The femoral head and acetabular liner were exchanged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported, "on (B)(6) 2015, my mother, underwent an uncemented left total hip arthroplasty procedure at the wisconsin heart hospital campus. This was performed to treat left hip osteoarthritis. During the procedure, doctor. Utilized a stryker component. The components used were the stryker trident acetabular shell size 52, 6.5 mm cancellous screw x1, 52 mm inner diameter polyethylene liner, accolade ii stem size 4, 127 degrees neck angle, with a 36 mm cobalt chrome head, -5 mm neck length. My mother tolerated the surgery well and there were no apparent complications at this time. [...] Over time, the pain continued to worsen to the point that it made it almost impossible for my mother to walk. [...] On (B)(6) 2018, laboratory results showed elevated serum chromium (0.9 ng/ml) and serum cobalt (2.7 ng/ml). Unfortunately, my mother was unable to have the hip replacement performed at this time due to the knee replacement surgery. So, it was decided that her levels would be checked again in the future and another hip replacement could be performed after she recovered from her knee replacement. On (B)(6) 2019, laboratory results showed that the levels of both serum chromium and serum cobalt had increased to 1.1 ng/ml and 3.3 ng/ml, respectively. [...] On (B)(6) 2019, my mother underwent a revision left total hip arthroplasty modular femoral head and acetabular liner procedure at mayo clinic in rochester, mn. The pre-operative diagnosis was taper corrosion left total hip arthroplasty with adverse local tissue reaction. Doctor. Performed the surgery and noted that there was significant damage to the posterior soft tissues and surrounding bursa. There appeared to be some notable necrosis of tissue at the posterior abductor muscle insertion, however this was a very small area overall in terms of muscle damage. The bony tissue appeared to be healthy. The fluid within the joint was consistent with taper corrosion and subsequent adverse local tissue reaction. [...] Also, we live in west michigan and are proponents of stryker. So, I am looking to work with your team to come to an agreement regarding appropriate compensation regarding my mother¿s situation and the failure of her stryker hip replacement." Update: it was reported by patient's daughter that on (B)(6) 2015 the patient underwent a left total hip arthroplasty and gradually started to experience increased pain in her left hip. It is alleged that on (B)(6) 2019 laboratory test results showed that the levels of both serum chromium and serum cobalt had increased to 1.1 ng/ml and 3.3 ng/ml respectively. It is further alleged that on (B)(6) 2019 she underwent a left hip revision with a preoperative diagnosis of taper corrosion with adverse local tissue reaction. The femoral head and acetabular liner were exchanged.